Manufacturer narrative:
Concomitant medical products: cd2357-40c ICD implanted: (B)(6) 2017, 2088tc lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.